Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported a ventilator that "became inoperative." There was no patient involvement or harm.

Manufacturer narrative:
G4: 23mar2020. B4: 24mar2020. The service technician replaced the power management (pm) board to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06may2020. B4: 08may2020. Failure analysis on the returned power management (pm) board shows that the customer complaint was verified. Root cause was failure of 3.3v regulator integrated circuit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19jan2020. B4: (B)(6). The service technician evaluated the unit and reported phenomenon was duplicated. During investigation it was found that power management (pm) board malfunction contributed to the reported problem. The power management (pm) board needs to be replaced. The repair will be completed once the customer approves the quote. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.